Manufacturer narrative:
(B)(4). The insulin pump was received with blank display due to moisture damaged on electronic assembly. No vibration noted during testing. The insulin pump had moisture damaged on motor assembly and cracked case at corner of the belt clip rails.

Event description:
The customer reported via phone call that the insulin pump was exposed to water and had shut off. The device vibrated and had a flashing red light. The customer's blood glucose during the incident was 93 mg/dl. Customer stated she was in the hotel pool in less then three feet of water. Customer was advised to discontinue use of the device and revert to her back up plan. The insulin pump was returned for analysis.